Event description:
A patient reported experiencing inaccurate erratic results with a surestep enhanced meter. The patient's blood glucose results were 210mg/dl, 132mg/dl. Tests were done less than 10 minutes apart with a difference of 40%. Patient did not experience any adverse events.